Event description:
It was reported patient had a revision of right knee due to infection. Doctor did a poly exchange and washed patient out.

Manufacturer narrative:
Additional devices listed in this report: cat # 5551-g-381, lot # 2kk8, description: triathlon asymmetric x3 patella. Cat # 5520-b-600, lot # s8yxf, description: triathlon prim tib baseplate ¿ cemented. Cat # 5510-f-502, lot # s3tnk, description: triathlon cr fem comp #5 r-cem. Cat # 8000-0046, lot # v2011087a, description: disposable patella cutter 46mm. Cat # 7650-2038a, lot # rd7m011e, description: sterile fluted headless 1/8" pin 3.5" long. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding infection involving a triathlon cs x3 insert was reported. The event was not confirmed. Device evaluation was not performed as no items were returned. Medical evaluation not performed as no medical records were received. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other similar events for the lot or sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. A trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
It was reported patient had a revision of right knee due to infection. Doctor did a poly exchange and washed patient out.